Event description:
Per the clinic, patient experienced tumor growth around the implant, due to neurofibromatosis type ii. The issue could not be resolved. The device was explanted (B)(6) 2012, due to continuing tumor growth. There are no plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Correction: the correct brand name is 'nucleus 24 auditory brainstem implant system'; not 'nucleus 24 channel cochlear implant system' as previously reported. Correction: the correct PMA # is 000015; not 970051 as previously reported. This report is filed october 1, 2013. Device currently unavailable.